Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that the inflation line of a tracheal tube was broken. The alleged damaged tracheal tube was noticed by a nurse while the patient was in the intensive care unit (ICU). Recannulation of the patient was not required. There is no report of death or serious injury associated with this event.